Event description:
This lead was an attempted implant on (B)(6) 2014. The lead was not successfully implanted, due to difficult lv anatomy. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).